Event description:
Ous MDR - after an implantation period of approx. 75 months, oversensing with inappropriate therapies in the atrial and ventricular channel was reported. Apart from the shocks, no further adverse patient side effects have been reported. The patient was hospitalized. A new lead was implanted and the linox lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device, as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed artefacts on the atrial and on the ventricular channel, leading to oversensing, as reported in the complaint description. Furthermore, the pacing threshold was around 0.5 v between march 2018 and november 2018, with singular peaks to approx. 3 v in october 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.